Event description:
Symptoms/ae: retroperitoneal bleed. Time of symptoms/ae: after vessel closure. Device malfunction: none. It was reported that a physician trained in the use of the starclose achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after closing the access site, the patient had slight oozing. An x-ray was performed revealing the patient had developed a retroperitoneal bleed, confirmed with a CT scan. The bleeding stopped on it's own and the groin site was unremarkable. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.